Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), ectopic pregnancy with contraceptive device ('pregnancy: ectopic') and device dislocation ('displacement of intrauterine contraceptive device') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test not done". On (B)(6) 2010, the patient had essure inserted. In 2015, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed and terminated). Essure was removed. At the time of the report, the pelvic pain, ectopic pregnancy with contraceptive device, dysmenorrhoea, abdominal pain, menorrhagia, vaginal discharge, fatigue and device dislocation outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, ectopic pregnancy with contraceptive device, fatigue, menorrhagia, pelvic pain and vaginal discharge to be related to essure. The reporter commented: the plaintiff experience pregnancy episode with essure in 2018 which is captured under case (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: portion of right fallopian tube: the mucosa exhibits multiple paratubal cysts ranging from 0.1-0.2 cm containing clear serous fluid. Portion of left fallopian tube: the mucosa. Exhibits 2 paratubal cysts measuring 0.3 cm and 0.4 cm containing clear serous fluid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-feb-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and ectopic pregnancy with contraceptive device ('pregnancy: ectopic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test not done". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed and terminated). Essure was removed. At the time of the report, the pelvic pain, ectopic pregnancy with contraceptive device, dysmenorrhoea, abdominal pain, menorrhagia, vaginal discharge and fatigue outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, dysmenorrhoea, ectopic pregnancy with contraceptive device, fatigue, menorrhagia, pelvic pain and vaginal discharge to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), ectopic pregnancy with contraceptive device ('pregnancy: ectopic') and device dislocation ('displacement of intrauterine contraceptive device') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test not done". On (B)(6) 2010, the patient had essure inserted. In 2015, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed and terminated). Essure was removed. At the time of the report, the pelvic pain, ectopic pregnancy with contraceptive device, dysmenorrhoea, abdominal pain, menorrhagia, vaginal discharge, fatigue and device dislocation outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, ectopic pregnancy with contraceptive device, fatigue, menorrhagia, pelvic pain and vaginal discharge to be related to essure. The reporter commented: the plaintiff experience pregnancy episode with essure in 2018 which is captured under case (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: portion of right fallopian tube: the mucosa exhibits multiple paratubal cysts ranging from 0.1-0.2 cm containing clear serous fluid. Portion of left fallopian tube: the mucosa. Exhibits 2 paratubal cysts menauring 0.3 cm and 0.4 cm containing clear serous fluid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jan-2021: mr received. Reporters information added. Event:displacement of intrauterine contraceptive device were added. Rcc added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and ectopic pregnancy with contraceptive device ('pregnancy: ectopic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test not done". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed and terminated). Essure was removed. At the time of the report, the pelvic pain, ectopic pregnancy with contraceptive device, dysmenorrhoea, abdominal pain, menorrhagia, vaginal discharge and fatigue outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, dysmenorrhoea, ectopic pregnancy with contraceptive device, fatigue, menorrhagia, pelvic pain and vaginal discharge to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-sep-2019: pfs received. The previously reported event injury was replaced with events from pfs: ectopic pregnancy under essure micro insert, device ineffective, dysmenorrhea (cramping), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), vaginal discharge, fatigue, essure confirmation test not done. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.